Event description:
On (B)(6) 2012, the reporter/animas (anm) representative contacted animas on behalf of the patient and reported low blood glucose (bg) levels. The patient also alleged that the pump's bolus history was inaccurate and the pump had a delayed response to ok button presses. According to the reporter, the patient had been having low bg's in the "50-70 mg/dl" range for an unspecified period of time. Whenever the patient's bg's were less than "70 mg/dl," the patient reportedly had symptoms of shakiness, dizziness, and lightheadedness. She was reportedly treating herself by drinking orange juice and eating graham crackers. During the call with anm, the patient's bg level was at "278 mg/dl" and she was asymptomatic. Through troubleshooting, the reporter stated that the patient had no changes in weight, diet. However, it was noted that the patient had gallbladder surgery on "(B)(6)" and was taking unspecified medications for indigestion. The reporter denied that the patient had any recent illnesses. The reporter confirmed that the pump's I:c ratio, isf, and bg target were correct. The patient denied having issues with her site(s) and infusion set(s). She admitted to having air bubbles but was continuing to have low bg levels. The pump's date/time were correct. The pump's tdd, prime history, and alarm history appeared to be accurate. The patient claimed that she had boluses that were not appearing in the pump's bolus history. During review of the pump, the patient noticed a crack by the pump's battery compartment. The reported casing issue is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. Therefore, the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The pump was replaced. The reporter felt as though the pump's settings needed adjustments. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump's bolus history was inaccurate. There is no evidence, however, that the pump contributed to a serious injury. The patient's reported bg levels, symptoms, and treatment do not meet anm's criteria for a serious injury. The patient's low bg's levels might be attributed to the need for pump setting adjustments. Refer to report #2531779-2012-07429 for reporting of alleged keypad issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history showed multiple 0.00 unit boluses. During investigation, 2 boluses were performed from the pump and 1 from the meter, and all were delivered correctly and were accurately recorded in the pump history. A rewind, load, and prime step was performed with no issues. The pump was exercised for 24 hours with no alarms and no issues occurring. The complaint could not be duplicated on investigation.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.